Event description:
The customer received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient sample. The initial ft3 result was 4.6 pg/ml and the initial ft4 result was 1.66 ng/dl. The sample was repeated by lumipulse (fujirebio). The ft3 result was 2.9 pg/ml and the ft4 result was 1.07 ng/dl. No adverse event was reported. The reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified as no sample from the patient could be provided for further testing. Based upon the information provided, a general reagent issue was not detected.